Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.

Event description:
It was reported that the event involved a female pt, (B)(6) while in the cath lab. The md inserted the catheter via right femoral and the balloon ruptured during the diagnostic procedure. As a result, the catheter was removed successfully. Another arrow wedge pressure catheter was used successfully via the same insertion site. There was a one minute delay or interruption in therapy noted with no harm to the pt. There was no report of pt death, complications or injury. No medical/surgical intervention was required. The pt outcome is good.